Manufacturer narrative:
A medtronic representative went to the site to test the navigation and imaging equipment. Although the software logs were unobtainable, the navigation and imaging systems were found to be accurate and fully functional.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. The site was interfacing the medtronic instruments with non-medtronic instruments in an unapproved method. - 05/11/2015 a medtronic representative, following-up, reported the surgeon stated that the misplaced screw did not cause the adverse event. The patient's bleeding did not originally stop. The surgeon further stated that the event was, if anything, caused by a non-medtronic device and the patient's status. The exact measurement of the misaligned screw placement was unobtainable. - 05/11/2015 software investigation completed. Findings are that this is not a software issue. The site used the application in an off-label way and was unsuccessful. Software functioning as designed. - no further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation tria navigation system. While it appears a malfunction may have occurred and required that surgical intervention be employed to prevent permanent damage by re-positioning the screw, it is not evident that the alleged malfunction and subsequent screw re-positioning caused, or contributed to, the patient death.

Manufacturer narrative:
On 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by nuvasive.

Manufacturer narrative:
Per request from the FDA on 31-mar-2017, this supplemental MDR was submitted to clarify that medtronic navlock navigation instrumentation was used in conjunction with nuvasive 3rd party instrumentation by the surgeon during the reported event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a spine procedure after extreme lateral interbody fusion (xlif) using a non-medtronic spine alignment device, fluoromerge was used with a navigation system at the posterior th12/l2. After merging at th12 or l2, is was unknown at which site, the screws were placed in th12/l2. At this point, the medical examiner (me) suggested the combined use of c-arm, however, the surgery proceeded with navigation only. After the screw-in, screw placement was checked using an o-arm imaging system, and one of the screws in th12, or l2, was found misaligned. The misaligned screw was repositioned using the c-arm, and the procedure was completed. A few days later, hemorrhage from the drain was observed. It was reported that originally the patient was incapable of stopping hemorrhage. Although re-operation was performed, without being able to identify where the hemorrhage had originated from, only hemostasis treatment was provided. After re-operation, the patient died on (B)(6) 2015. It was unknown whether or not the death was attributed to hemorrhage. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation tria navigation system. While it appears a malfunction may have occurred and required that surgical intervention be employed to prevent permanent damage by re-positioning the screw, it is not evident that the alleged malfunction and subsequent screw re-positioning caused, or contributed to, the patient death.